Event description:
A presentation of the noteworthy radiographic observations of patients treated with synthes nflex implants reported an additional case of a possible unknown quantity of screw toggle for patient ID (B)(6). The case will be monitored as additional follow-up visits are received. No further information was provided.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.